Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's atrial lead exhibited noise. The atrial lead was capped and replaced on (B)(6) 2024 as a result. Patient condition was stable.